Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo shows evidence of sleeve leakage. Additionally, ten retained samples were used for functional tests; all sleeves recovered as expected, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on three (3) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.